Event description:
The customer's mother stated that insulin leaked from the reservoir into the reservoir compartment. The mother also reported a blood glucose reading of 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.